Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, unspecified back-up mode was noted on the device. Technical support was contacted, and the device was successfully reprogrammed and restored to normal function. The patient was stable following the procedure with no adverse consequences.

Manufacturer narrative:
Additional information was requested but was not available. The reported field event of no communication and backup vvi was confirmed and was due to a low battery voltage due to premature depletion. Analysis of the device revealed the device was below the end of life when received. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Sensing and telemetry were tested and no anomaly was detected. The cause of the premature depletion remains undetermined.

Event description:
Additional information received indicated the device was explanted for an unknown reason.